Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had exacerbated heart failure symptoms since the device was programmed to pace adaptive bi-ventricular (bi-v) only at an in-clinic check two months prior. During the in-clinic check, t-wave oversensing (twos) post ventricular pace was noted on the right ventricular (rv) lead. There was an observation of left ventricular (lv) latent paces being observed as twos. The rv lead was reprogrammed. It was also reported that the patient experienced phrenic nerve stimulation from the lv lead. The lv lead was reprogrammed. The leads remain in use. No further patient complications have been reported as a result of this event.